Manufacturer narrative:
An event regarding an assembly issue involving an adapter sleeve was reported. Incorrect selection of devices was confirmed. Device evaluation and results: visual inspection: the adaptor sleeve was returned assembled to the metal head. The adapter sleeve was visually unremarkable. An investigation completed by the manufacturing cell concluded: from the investigation, it can be definitively stated that there is no product mix-up. The part used is the correct part that was packaged. The product returned matches the profile of a morse adapter sleeve. As per instructions for use, this adapter sleeve is to be used with ceramic heads only. As this sleeve was returned in a stainless steel femoral head, the physician did not follow recommended guidelines outlined; "titanium adaptor sleeve: the adaptor sleeve provides for the proper fixation and mechanical junction of the ceramic head. Medical records received and evaluation: no medical records pertaining to the revision surgery (the intraoperative event) were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the lot referenced. Conclusions: a review by the manufacturing cell concluded, from the investigation, it can be definitively stated that there is no product mix-up as was reported. The part used is the correct part that was packaged. The product returned matches the profile of a morse adapter sleeve. As per instructions for use, this adapter sleeve is to be used with ceramic heads only. As this sleeve was returned in a stainless steel femoral head, the physician did not follow recommended guidelines outlined; "titanium adaptor sleeve: the adaptor sleeve provides for the proper fixation and mechanical junction of the ceramic head. If further information becomes available this investigation will be re-opened.

Event description:
During a hip revision the surgeon planned for an acetabular revision only, but neither c taper or morse taper heads would fit on the trunnion in situ, so the stem needed to be removed. This required greater anaesthetic time, more blood loss, more bone removal and a larger operation for the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a hip revision the surgeon planned for an acetabular revision only, but neither c taper or morse taper heads would fit on the trunnion in situ, so the stem needed to be removed. This required greater anaesthetic time, more blood loss, more bone removal and a larger operation for the patient.